Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted and it was replaced. The manufacturing representative indicated the ¿stimulation parameters were standard.¿ the patient status at the time of this report was alive with no injury. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient was programmed to 1-, 2+ at 2.7v, 210 pulse width, and 70 hz. Impedances were measured to be between 1800 and 3000 ohms.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery was at end of service or elective replacement indicator. Longevity was not met and the cause was unknown.